Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2007: patient presented with following preop diagnosis: l5-s1 herniated nucleus pulposus, l5-s1 degenerative disc disease, l5-s1 petrolisthes, and left s1 radiculopathy. Procedure: l5 laminectomy and decompression with foraminotomies, l5-s1 posterior lumbar interbody fusion, l5-s1 posterolateral fusion, l5-s1 posterior spinal instrumentation, harvest of local autograft, aspiration of bone marrow. Perop: the bone was saved as locally harvested autograft and placed in the posterolateral gutters later in the procedure. Posterior lumbar interbody fusion was then performed on the right side by retracting the neural elements with a nerve root retractor. The disc material was removed using a combination of sequentially increasing sized shapers up to a 12mm. The endplates were scraped and a 12 mm peek posterior lumbar interbody cage was inserted with a single bmp sponge packed inside the cage. At left sided posterior lumbar interbody fusion, the disc was removed and taken up to a size 12 shaper. A size 12 interbody cage was inserted with a single bmp sponge packed with in the cage. A pedicle gearshift was used to find the tracks of the pedicle. A 7.5 x 45mm screw was placed without difficulty. The left l5 transverse process , the sacral ala, and the lateral aspect of the l5-s1 facets were decorticated. At right sided pedicle screws, the entry point for the pedicle screws was found with a high speed bur. The right sided l5 pedicle screw was placed in identical fashion without difficulty. Titanium pedicle screw system and 12 mm peek posterior lumbar interbody fusion cages x 2, with bmp and tricalcium phosphate, with 4 blocking screws and 2 connecting rods were used in this procedure. Patient alleges unspecified injury due to the use of rhbmp-2.